Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section d09 for device availability, b4 for report submission date and b6 to report device evaluation results. Updated g1 for follow-up report submitter and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 type, findings and conclusion codes. Section h3 customer contacted, device not returned to manufacturer.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.